Manufacturer narrative:
(B)(4). The insulin pump received with the operating currents within spec. And passed the self test, unexpected restart alarm test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08650 inches. The pump was monitored and no unexpected low battery alert alarms occurred during testing. The pump was unable to verify battery cap damage because the pump was received without the original battery cap. The test battery cap fits and removes properly in the battery compartment. The pump was received with corroded battery tube, partially broken reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
The customer¿s mother reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017 at 12:30 am. The customer¿s mother reported the cover for the battery compartment just came off, it was already stripped. The blood glucose value at the time of admission 530 mg/dl. The customer had no symptoms. The customer is still being treated for the high blood glucose level. The customer was wearing the pump at the time of the hospitalization. The customer did not troubleshoot the issues. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was monitored and no unexpected low battery alert alarms occurred during testing. Unable to verify battery cap damage due to pump received without the original battery cap. The test battery cap fits and removes properly in the battery compartment. The insulin pump was received with corroded battery tube, partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.